Manufacturer narrative:
(B)(6). The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous left antebrachial vein. Vascular access was obtained through the left antebrachial arterio-venous fistula (avf), at approximately 5cm from the center of the avf. The 5.0x40/40 sterling over-the-wire balloon catheter was advanced to the lesion over another manufacturer's guide wire. The balloon was initially inflated to unknown atms. The balloon was then reinflated to 10atms and ruptured. The balloon catheter was removed from the patient intact without incident. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as "good".